Manufacturer narrative:
Photo analysis. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported rupture, healthcare professional later reported capsular contracture baker grade iii diagnosed by ultrasound and no rupture. Device has been explanted and replaced with non abbvie device. This relates to the right side.

Event description:
Patient reported rupture, healthcare professional later reported capsular contracture baker grade iii diagnosed by ultrasound and no rupture. Device has been explanted and replaced with non abbvie device. This relates to the right side.

Manufacturer narrative:
Phone number continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.